Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the xia 4.5 implant IFU states, "once implanted, the implants are subjected to stresses and strains... Indeed, the stresses and strains on the implants may cause metal fatigue or fracture or deformation of the implants, before the bone graft has become completely consolidate." The large bending moment created by the configuration of the construct along with the time of implantation were likely to have been main contributors to the fatigue breakage experienced by the returned connectors. Conclusion: the cause of the reported event is most likely the configuration of the construct creating a large bending moment, which created repeated loads over time on a localized area and lead to the eventual fatigue fracture of the connector. The high activity level of the patient likely contributed to the reported event.

Event description:
It was reported that; the patient underwent the surgery with small extended connector was used and patient underwent the elongation surgery of the rod. Afterwards, the surgeon confirmed x-ray. And he found that the connector and rod broke. Therefore, the patient underwent the revision surgery.

Event description:
It was reported that; the patient underwent the surgery with small extended connector was used and patient underwent the elongation surgery of the rod. Afterwards, the surgeon confirmed x-ray. And he found that the connector and rod broke. Therefore, the patient underwent the revision surgery.